Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient complained of device sounding. It was further reported that interrogation of the patient's device revealed high atrial lead impedance, noise on the atrial electrogram (aegm) and no capture at the maximum device output. The atrial lead was programmed off and a plan was made to add a new atrial lead in a few months. No patient complications have been reported as a result of this event.